Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged nose irritation, respiratory tract irritation, asthma (new or worsening), inflammatory response. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged nose irritation, respiratory tract irritation, asthma (new or worsening), inflammatory response. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed the screws for the top enclosure, connecting it to the bottom enclosure were missing. An unknown contaminant was observed on the top enclosure and front panel. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, blower box, and inside the inlet of the blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower box, and inside the inlet of the blower box. What appeared to be a keratin-like substance was observed on the outlet of the blower box. A piece of blue plastic-like material, possibly part of a filter retention clip, was located on the bottom of the blower box, underneath the blower. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.